Event description:
Spontaneous communication. Patient stated that in her last infusion rn had problems getting the pump to start the infusion. Rn had to try 3 times before it was able to start and at the end of the infusion it would not stop. Patient stated that she did manage to complete her infusion done. Unknown if prescriber is aware. All known information is contained on this form. Any additional information will be provided on a separate report. Consent to contact the patient's health care professional was not asked. Replacement pump in process of being dispensed. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Not reported. Is the actual device available for investigation? Unk; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Unk. Reported to cvs/caremark by pt/caregiver.